Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
"It was reported that as the surgeon was attempting to remove the cutting block following a cut, the dial that holds the offset adapter snapped off. It was reported that the surgeon was using the femoral removal device as per stryker protocol."